Event description:
Product purchased through gsa (cables togo). With no ul approval on hospital grade power cords. Power cords were listed as made in the USA. The power cords were sold and resold (B)(4), before receiving them from (B)(4). I have also found many OEM replacement power cords do not meet the standard. Bottom line when equipment, is remanufactured overseas, the same safety requirements are not followed.